Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) received a maintenance 1 code error message. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) received a maintenance 1 code error message. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. To fix the issue, the fse replaced the solenoid driver board which corrected the electrical test code 58 error which triggered maintenance 1 code error. The fse performed functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) received a maintenance 1 code error message. There was no patient involvement, and no adverse event reported.